Event description:
The customer reported that with mammography images, the measurement of distances is differing between the original image and the zoomed image. This occurs only when measuring at the pacs system. If measured at the diagnostic unit of the mammography device (siemens novatin), there is no difference in measurement/size. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).